Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported the linkassist will not initially release the cannula, and then will suddenly release it when they did not want it to. No adverse event reported. Requested return of the alleged linkassist for evaluation.